Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.

Event description:
Patient reported left side "lots of symptoms," "90% of lymphoma symptoms," and exchange of textured device due to patient's concern with product. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.